Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion and dyspareunia. It was reported that the patient underwent removal of the eroded mesh on (B)(6) 2009 due to erosion of the vaginal mesh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to pop. It was reported that patient underwent exam under anesthesia, cystourethroscopy, graft revision and anterior colporrhaphy on (B)(6) 2007 for anterior wall mesh erosion and pelvic pain. Patient also underwent removal of vaginal wall mesh on (B)(6) 2009, for rectocele, vaginal pain and erosion of mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress incontinence and incomplete bladder emptying. It was reported that the patient underwent right salpingectomy on (B)(6) 2009 by dr. (B)(6) due to left adnexal lesion, vaginal discomfort and discharge, vaginal vault foreign body (possible mesh erosion), and right hydrosalpinx.